Manufacturer narrative:
Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was received for multiple shocks delivered by the right ventricular (rv) lead. The patient was inappropriately shocked due to oversensing of noise with high rate non-sustained (hr-ns) episodes. The patient¿s healthcare provider was informed of the event. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.